Manufacturer narrative:
Analysis confirmed that the output connector assembly was broken. It was also found that the hanger assembly was broken, and the lower case was broken. The liquid crystal display (lcd) was replaced as a preventative. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The unit was returned for repair and calibration. No patient complications have been reported as a result of this event.